Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the act button was difficult. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump received no delivery alarm, rewind was louder and slower and battery life was diminished. The device will not be returned for analysis.

Manufacturer narrative:
Device had unresponsive buttons at esc and act due to unlocked lcd keypad connector during visual inspection. Unable to perform operating currents, self test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify rewind and no excessive no delivery or occlusion alarm due to unresponsive button. No button error alarm during testing. However the motor was tested outside of the device and passed. (B)(4).